Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets with 1.2 micron filters had difficulty priming. The difficulties priming would occur when priming the filter using a syringe of lipid emulsion. It was not specified if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.